Event description:
Home patient (hp) reported feeling full, as if he were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp felt during therapy the cycler had spent a short time in the drain phase prior to advancing into the next fill. Hp reported discontinuing therapy using the homechoice cycler at the time he felt full and performing a manual drain. According to the hp, he does not know the excact volume of fluid drained, however, he feels it was greater than his programmed fill volume of 3000ml. Hp states there was no pt injury or medical intervention.